Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system had displayed a generator busy message, which had impacted the xray procedure. A review of the system logfile confirmed the reported malfunction. The customer performed cold reboot 2 times, but the issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse detected tube arcing and measured tube current and found it below the lower limit. To resolve the issue, the fse performed tube conditioning and adaptation, and performed the tube yield and edl calibrations. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.